Manufacturer narrative:
Note: device information (model number, serial number, lot number, manufacturing date, expiration date, UDI, and implant date) are unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) that during an ipg replacement procedure (reference MFR report: 1627487-2017-05421) the lead tested for invalid impedances. It was confirmed that the lead had fractured. As a result, the physician elected to replace the lead. Issue has been resolved.